Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of a chemotherapy. The bag of chemotherapy medication included doxorubicin, etoposide, and vincristine. The volume to be infused (vtbi) was 500ml/24hrs (21ml/hr). Per report, the infusion initially started in the ¿afternoon¿ of (B)(6) 2025. On (B)(6) 2025 at 0500 the clinician noted that the infusion bag was empty. There was patient involvement, but no harm. Per initial report, the infusion was initiated using pump module serial number (B)(6); however, on (B)(6) 2025 at 1236 due to multiple air in line alarms the channel was replaced to pump module serial number (B)(6). The device continued to alarm throughout the night, when the clinician was troubleshooting the air in line alarm, she noticed the bag was empty of 0500. The customer also stated, ¿during the night the clinician reported the channel module disconnected from the pump; the clinician caught it before it hit the floor¿. Per biomed's report physical inspection of the outer case and keypads revealed no obvious issues. Electrical safety inspection of the pc unit was conducted: ground resistance was .134 ohms and leakage current was 74.3, which are within allowable limits. Pump module serial number (B)(6) passed all tests. Patient side occlusion measured 7.75 psi and 12 ml test flow test measured 11.83 ml. Pump module serial number (B)(6) passed all tests. Patient side occlusion measured 8.64 psi and 12 ml test flow test measured 11.98 ml. On 15jan2026 bd received additional information: the medications were programmed manually using the guardrail library. The type of IV access was via port a catheter. The tubing set was bd infusion set low sorbing tubing (pe lined) ref (B)(4) no lot or expiration date available.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2026-03273 is a concomitant. Please refer to manufacturer report number 2016493-2026-03291, which captured the correct suspect device per investigation report.

Event description:
It was reported there was an over infusion of a chemotherapy. The bag of chemotherapy medication included doxorubicin, etoposide, and vincristine. The volume to be infused (vtbi) was 500ml/24hrs (21ml/hr). Per report, the infusion initially started in the ¿afternoon¿ of (B)(6) 2025. On (B)(6) 2025 at 0500 the clinician noted that the infusion bag was empty. There was patient involvement, but no harm. Per initial report, the infusion was initiated using pump module serial number (B)(6); however, on (B)(6) 2025 at 1236 due to multiple air in line alarms the channel was replaced to pump module serial number (B)(6). The device continued to alarm throughout the night, when the clinician was troubleshooting the air in line alarm, she noticed the bag was empty of 0500. The customer also stated, ¿during the night the clinician reported the channel module disconnected from the pump; the clinician caught it before it hit the floor¿. Per biomed's report physical inspection of the outer case and keypads revealed no obvious issues. Electrical safety inspection of the pc unit was conducted: ground resistance was .134 ohms and leakage current was 74.3, which are within allowable limits. Pump module serial number (B)(6) passed all tests. Patient side occlusion measured 7.75 psi and 12 ml test flow test measured 11.83 ml. Pump module serial number (B)(6) passed all tests. Patient side occlusion measured 8.64 psi and 12 ml test flow test measured 11.98 ml. On (B)(6) 2026 bd received additional information: the medications were programmed manually using the guardrail library. The type of IV access was via port a catheter. The tubing set was bd infusion set low sorbing tubing (pe lined) ref 24600-0007 no lot or expiration date available.